Manufacturer narrative:
Pending investigation. Concomitant medical products: 2410124 120-65-30 - bone screw 6.5mm dia x 30mm long, 2284069 148-36-93 - 12/14 zirconia head 36mm rep by 170-36-93, 2410380 164-01-12 - element-stem, collarless w/ha, std offset, sz 12, 1182377 180-01-64 - nv crown cup clstr hole 64mm group 5.

Event description:
As reported via legal documentation, a patient had right hip replacement surgery on (B)(6) 2012. They underwent right hip revision surgery on (B)(6) 2023, approximately 10 years 10 months post primary procedure. (B)(6) 2023 op report postoperative diagnosis: right hip osteolysis following total hip arthroplasty. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.